Manufacturer narrative:
A ge service rep performed an on site investigation. The display adaptor and the image processor boards were replaced during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system would not start up (no boot). There was pt injury or death reported.